Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen was shattered. Customer reported the pump was not being used and had converted to manual injections for insulin therapy. Customer put the pump in a back with some infusion sets and on (B)(6) 2017, the touchscreen was noted to be shattered. The screen would light up when the wake button is pressed but customer could not interact with the screen due to the severity of the crack. Customer stated that they did not know how it became damaged. There was no impact to the customer¿s blood glucose as customer was not wearing the pump when the screen cracked. Reportedly, the customer would continue use of manual injections for alternate insulin therapy.